Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited loose light guide adapter, debris under light guide adapter cover glass, and image was out of field of view. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction loose light guide adapter, and image was out of field of view was traced to component failure. However, the most probable cause of the debris under light guide adapter cover glass could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.